Event description:
The customer reported a failure to discharge during a pt event.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a pt event. The customer believed that there was no shock delivered as there was no muscular response to the shock. The involved pt died, but the customer reported that the device did not play a role in the pt outcome. The device was evaluated at philips. The device passed all testing. No parts were replaced. Review of the event summary confirmed that 4 shocks were delivered. The heartstart mrx instructions for use states that the presence or absence of a muscular response is not a reliable indicator of the delivery of energy.